Event description:
Rec'd a verbal report from a user facility that reported a pt who became unresponsive during their hemodialysis treatment. The facility was called and the reporting rn submitted the treatment sheets as well as provided add'l info in 01/2006. The rn stated the pt was placed on dialysis machine when approx 40 minutes into the treatment, the pt became unresponsive. An AED was applied to the pt, but detected a pulse and the machine stated "no shock advised." The pt was reinfused. It was reported the pt was unable to speak. A call was placed to 911 who shortly thereafter arrived at the dialysis clinic. The md was also notified. The pt was alert at this time, but somewhat sluggish according to reporting rn. The pt was transferred to the ER for further eval and treatment. However, there was no distress or need for medical intervention. The pt was discharged to home. The pt reported to the dialysis clinic the following day. No sample available. The pt has since been ordered to dialyze on the optiflux 200nr without any further symptoms.